Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the operation channel (primary) buckled, the suction channel buckled, the insertion flexible tube crushed, the light guide cable crushed, the stay coil deformed, the insertion flexible tube leak, the light guide cable leak, the segment worn out, the cmos module with drive pcb defective, and the angle wire hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.